Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including periodic self-test and functional testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.